Event description:
It was reported that if the screw wasn't loaded firmly with the screwdriver, it would strip once it was inserted halfway through.

Manufacturer narrative:
Investigation in progress, but not yet complete.